Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had the device electrodes implanted a few years back, and got it removed. Patient reported that the device hurt them, and that the device delivered multiple paralysing and horrific electric shocks to patient. The electrical shocks were severe, paralyzing, and comparable to the effects of law enforcement taser weapons, raising serious safety concerns for patients who rely on these implants for medical treatment. Whilst the technician was making adjustment to the patient's device, patient was subjected to an unexpected and violent series of electric shocks that locked their muscles, leaving them screaming in pain and completely paralyzed in a half seated position. The device continued to shock and paralyze the patient for nearly half a minute and impossible to deactivate as the patient was totally immobilized. The technician took about half a minute to eventually disable the device and stop the horrific pain that coursed throughout every part of patient's body from their scalp to their paralysed feet. Patient was left traumatized and unable to proceed with the scheduled surgery. After some time to recover, patient decided they wanted the electrodes out of their body. Patient further stated that the device assaulted patient, otherwise it would not have been capable of paralyzing me for nearly half a minute of agonizing pain. Patient said they suffered extreme and unexpected electric shocks, causing terrifying paralysis and severe pain. The patient then suffered from the assault by the device, and then suffered yet another operation to remove the electrodes from their body, with the attendant risk of any surgery, associated pain and suffering in recover, and the loss of amenity of life during this entire process.